Event description:
Patient's hip was revised for pain. Femoral head was exchanged with a universal adapter sleeve and universal ceramic head. Corrosion was noted on the femoral trunion and femoral head.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stem. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.